Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during extracorporeal membrane oxygenation (ECMO) setup with the custom tubing pack, the customer primed the circuit with normal saline prior to initiation and observed leakage at one of the circuit connectors. The circuit connector could not be secured using a 3-way stopcock, and the component was identified as defective. Due to concerns about potential blood leakage during patient use, the entire circuit was replaced with a new set, which was used without issue. There was no patient involved.